Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends approximately 26.0 cm, 49.0 cm, 70.0 cm and 118.0 cm from the proximal end of the pusher assembly. The mid-joint of the pusher assembly was proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the ddt of the pusher assembly. During functional testing, the smart coil was unable to advance through the introducer sheath due to the friction lock being distal to the mid-joint of the pusher; therefore, the introducer sheath was un-sheathed through the distal end of the smart coil. Therefore, device introducer sheath was re-sheathed. The smart coil was then able to be advanced through its introducer sheath and a demonstration microcatheter. An unknown substance was found on the distal end of the pusher assembly and embolization coil. Conclusions: evaluation of the returned smart coil revealed a device with offset coil winds. If the introducer sheath is not properly aligned with the hub of the parent device, resistance may be experienced. If the smart coil is forcefully advanced against resistance, damage such as offset coil winds may occur. Offset coil winds may have contributed to the inability to advance the device during the procedure and functional testing. Evaluation of the returned smart coil revealed a device with a pusher assembly mid-joint proximal to the introducer sheath friction lock. The introducer sheath friction lock has a smaller inner diameter than the rest of the introducer sheaths which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully retracted proximal to the introducer sheath friction lock, resistance may be experienced when attempting to advance or retract the device. The pusher assembly mid-joint being retracted proximal to the introducer sheath friction lock may have contributed to the inability to advance the smart coil during the procedure. During functional testing, the introducer sheath was re-seated and the device was able to be advanced through its introducer sheath and a demonstration microcatheter. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, the physician successfully placed five coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil through the hub of the microcatheter and therefore, the smart coil was removed. A new smart coil was then successfully placed. The physician then successfully placed two coils and three smart coils. The physician then felt resistance and was unable to advance another smart coil within its introducer sheath and therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-02276.